Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received critical pump error alarm. The customer¿s blood glucose level was unknown. The customer reported that the customer went for swimming and insulin pump started beeping. The customer took out battery and couple of drop came out of battery compartment. The customer also reported that the battery case had cracked along the back. The insulin pump will return for analysis.